Event description:
The reporter stated, the lens was loaded into the epiphany injector and after it was inserted a tear was observed. The lens was removed and another cq2015a was implanted without any pt injury.

Manufacturer narrative:
Evaluation results: visual inspection of the returned lens showed the lens was returned dry, the optic was torn and there was a dark surgical residue on the lens. Conclusion: unable to confirm. Based on the complaint history, work order search and product evaluation we were unable to determine a specific root cause of event. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation conclusion: (no conclusion can be drawn): based on the complaint history and work order search, we were unable to determine a specific root cause of the event. (B)(4).